Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral replacement with the following devices: (right) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7725704 sn: (B)(4) and (left) 375cc mentor smooth round moderate profile saline catalog: 3501660 lot: 7725704 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the sample, it was observed a tear measuring approximately 0.3 cm within an area of siltex cracking in the posterior aspect. No other anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: (left) 350cc mentor siltex round moderate profile saline catalog: 3542655 lot: 5858277 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with two 350cc mentor siltex round moderate profile saline breast prostheses, suffered right side deflation, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.